Manufacturer narrative:
The iesu was placed on a golden system and was run in normal mode. The iesu has no significant scratches or dents. The front bezel is in decent condition. M-02-3 error occurred on startup and bipolar instruments were not detected. The iesu will be returned to the original equipment manufacturer. The probable root cause is attributed to generator defect based on module timeout error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a nurse reported that there was no bipolar energy on the erbe generator. Prior to calling in, the caller had attempted to switch the bipolar ports on the erbe, change the bipolar instruments as well as the cables with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained he already arranged access for field service engineer (fse) to come onsite regarding other issues. The tse confirmed that the bipolar cable and the instrument were successfully recognized on the erbe front panel. The tse advised to use a third-party generator. In addition, the vessel sealer extend (vse) instrument was installed on the universal surgical manipulator (usm) arm 4, so the tse recommended swapping the bipolar instrument from usm 2 and the vse instrument to usm 4 around. Upon doing this, a 'blade exposed' message repeatedly appeared on the usm arm 4. The tse advised getting visualization of the instrument tip ensuring it was not grasping tissue prior to recovering the instrument fault. The caller requested she call back upon completing these steps. Upon call back several minutes later, the caller indicated that the usm arm 4 was disabled. The tse requested that all instruments be retracted from the patient and performed a mid-procedure restart. The system restarted with no errors. The tse advised not to insert the original vse instrument into the usm arm 4 and to install a new instrument. The tse advised the bipolar function could be completed using the new vse instrument and not to carry out any additional instrument swaps regarding the bipolar troubleshooting. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with all four arms with a new vse instrument on the usm arm 4. The arm was functional after mid procedure restart. Customer did not have access to the 3rd party generator.